Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of the 21mm bioprosthetic valve into the aortic annulus, the physician performed extensive calcium debridement of the native anterior mitral leaflet. Following this, a pericardial patch to fix a calcium hole was placed. The physician decided to remove the newly implanted valve and replace it with a valve of the same size and model. No additional adverse patient effects were reported.